Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a navistar thermocool catheter where the catheter was found to be broken with an exposed wire. The damage was found prior to the catheter being used on the patient. A replacement catheter was used instead, and the case was completed without any patient consequence. It was not reported how far the damage was found from the distal end of the catheter. Whether the damage resulted in lifted/sharp electrodes is unknown, as is whether the catheter was pre-shaped or not. Even though the catheter was not used in the procedure, the possibility of it being used exists, and exposure to the internal catheter components creates a critical risk of thrombus formation. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a procedure with a navistar thermocool catheter where the catheter was found to be broken with an exposed wire. The returned device was visually inspected, red/brown material was observed on the catheter tip. However, during a second visual inspection, the material was not present. This could be related to the decontamination process. No catheter damage was observed. The catheter was tested for electrical performance and stockert compatibility, and was found within specifications. Irrigation and coolflow pump tests were performed, and the catheter passed specifications. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
On 6/16/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).